Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged and an elevated threshold measurement was noted. The lead was then capped and was abandoned surgically. The lead was no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.